Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer had failed and pocket 5 was unable to open. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex g code and manufacturer narrative. Correction: section d unique identifier (UDI) . Part analysis: the report of the failed drawer for main 5 pocket was confirmed by fse. According to work order 01997918, the field service engineer (fse) observed that drawer 5 wouldn't open despite functional latch and position sensors. Misaligned drawer cover chassis was discovered after replacing the rails. Upon resolution of the issue, the device exhibited proper functionality with no anomalies observed. Laboratory inspection confirmed that the drawer received did not present visible damage. Laboratory testing found that the drawer has broken cubie tabs, a loose retainer bracket and a bracket had broken off from the drawer rails. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported failed drawer for main 5 pocket was determined to be broken cubie tabs.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer 5 pocket failed to open, which located on ed1. The customer attempted to recover the drawer and rebooted the station as troubleshooting step, but the issue persisted. As per part investigation, it was determined that disassembled row boards and panels, broken cubie tabs, broken and missing retainer bracket. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. Correction: e1 initial reporter facility name. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed for main 5 pocket and would not open despite functional latch and position sensors. A field service engineer (fse) replaced the rails and found that the issue was due to a bent and misaligned drawer cover chassis. The fse then replaced the entire drawer and resolved the issue. The customer successfully verified the functionality. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer had failed and pocket 5 was unable to open. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.